Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the locking screw did not engage with the thread of the plate. The locking screw was implanted.